Event description:
Event description boston scientific cardiac rhythm management (crm) received information that oversensing was noted on the right ventricular channel which caused pacing inhibition in this pacemaker dependent patient. The noise was reproducible with deep breathing and valsalva, but not with pocket manipulation. All lead measurements were good and stable. No adverse patient effects have been reported.